Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 months. Based on the follow-up with the health-care provider, the reason for the explant was not due to any device malfunction. Also, the health-care provider confirmed that the explant was patient related due to perivalvular leak. Per the discharge summary report, patient had complaints of shortness of breath and was stabilized and found to have congestive heart failure and aortic regurgitation. Per the operative report, the prosthetic valve appeared to be well seated with the exception of the left coronary side. This area it appeared that there was an old abscess cavity burrowing into the interventricular septum with unsupported prosthetic aortic valve; there was no evidence of infection. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of the reported perivalvular leak could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.